Manufacturer narrative:
(B)(4). Eval results: (no conclusion can be drawn). Eval summary: the device was returned to medtronic galway for eval. The stent was positioned on the balloon as per specs. The struts on the fourth proximal stent segment were raised, deformed, and pulled distally. The 1st three proximal stent segments were intact. The distal tip was damaged. No further damage was noted.

Event description:
The physician was attempting to implant a 2.25 mm diameter x 14 mm length micro-driver rapid exchange (rx) coronary stent system. It was reported that physician's attempt to insert the stent was unsuccessful. Upon removal it was noted that the stent appeared damaged. No clinical sequelae were reported.